Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected increased pacing impedance measurements greater than 3,000 ohms. Additionally, multiple diverted episodes and therapy episodes were observed, likely a result of noise. Commanded shocks were delivered on the device system, which confirmed the out of range impedance measurements. A lead fracture was suspected, so further testing was not performed. Capture was observed at current output setting and tachy therapy remained programmed on. The patient implanted with this device was to be transported to the hospital for further evaluation. An invasive revision procedure was performed and the pace/sense portion of the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.